Event description:
IV spike fell out of chemotherapy bag, and chemo splashed on ICU technician's clothes and arms. This has happened a total of 3 more times since the original report. Hospira is conducting an evaluation and study with the use of lipid like products. It appears that when the spiked rubber becomes wet from the chemo solution, the tubing spike is lubricated to the point where it is more easily removed from the bottle (versus a tight grip on the spike itself). Abbott suggesting taping the tubing to the bottle. It was also suggested that the nurses were spiking the bottle too far (ie, up to the hub of the spike at the point of entrance to the bottle). The solution was to only spike to the top line on the spike. It is hard to believe that either of these alternatives would be acceptable.